Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the contact was unsure of the amount of insulin that was used to fill the cartridge. However, the customer reported that after the pump was loaded onto the pump, the insulin gauge displayed 100 units and 4 hours later, showed 90 units. The customer's blood glucose (bg) level was reported to be 413 mg/dl. At the time of the call, the customer had not yet addressed bg level. During a follow-up call several hours later, the customer reported bg level was addressed with manual injections.